Event description:
During flexible bronchoscopy endobronchial ultrasound with mediastinal lymph node biopsy and cervical mediastinoscopy, the bronchoscope had a balloon tip. Surgeon pulled out the scope through the et tube and noticed that the balloon tip was present. Suddenly, the balloon (approximately one cm) detached outside the patient and is a potential for retained object/ un-retrieved device fragment.